Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The evaluation revealed that the cable/imaging unit was faulty due to flooding, resulting in no image displayed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while during transurethral resection of bladder tumor (tur-bt), the high definition camera head displayed no image, and there was a possibility of wiring disconnection. Procedure was completed with a similar device. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable/imaging unit was faulty due to flooding. Therefore, it was determined that the video function did not work properly due to a flooding failure in the cable and imaging section, and the phenomenon of ¿no image¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.